Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation'), fallopian tube perforation ('perforation (fallopian tube(s) / the left coil perforated the tube'), embedded device ('right coil was embedded in uterus'), device expulsion ('migration of essure device - uterine wall / right coil migrated to the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia);') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". The patient's medical history included anxiety, tubal ligation, uterine dilation and curettage, metrorrhagia, obesity and ovarian cyst. Previously administered products included for heavy bleeding: loestrin from 2007 to (B)(6) 2013. Concomitant products included celecoxib (celexa) and ethinylestradiol;norethisterone acetate (loestrin) since 2007 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("pain lower back") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pain in extremity ("courseing pain in thigh") and pelvic pain ("pain pelvic region"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), procedural haemorrhage ("abnormal bleeding during implantation"), vaginal infection ("infection (bladder/urinary tract/vaginal) ¿ upper vaginal"), anxiety ("psychological or psychiatric problems ¿ anxiety") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, robotic total laparoscopic hysterectomy, bilateral salpingectomy, repair of bladder cystotomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, fallopian tube perforation, embedded device, device expulsion, procedural haemorrhage, vaginal infection and anxiety outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, back pain, pain in extremity, dysmenorrhoea, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder perforation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, heavy menstrual bleeding, pain in extremity, pelvic pain, procedural haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the right coil migrated to the uterus; the left coil perforated the tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: right coil had migrated and embedded in my uterine wall. Hysterosalpingogram - in (B)(6) 2013: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: bladder perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2021: mr received: event bladder perforation added and made medically significant and intervention required due to surgery. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('bladder perforation'), fallopian tube perforation ('perforation (fallopian tube(s) / the left coil perforated the tube'), embedded device ('right coil was embedded in uterus'), device expulsion ('migration of essure device - uterine wall / right coil migrated to the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and heavy menstrual bleeding ('abnormal bleeding (menorrhagia);') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". The patient's medical history included anxiety, tubal ligation, uterine dilation and curettage, metrorrhagia, obesity and ovarian cyst. Previously administered products included for heavy bleeding: loestrin from 2007 to june 2013. Concomitant products included celecoxib (celexa) and ethinylestradiol;norethisterone acetate (loestrin) since 2007 to june 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("pain lower back") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pain in extremity ("courseing pain in thigh") and pelvic pain ("pain pelvic region"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), procedural haemorrhage ("abnormal bleeding during implantation"), vaginal infection ("infection (bladder/urinary tract/vaginal) ¿ upper vaginal"), anxiety ("psychological or psychiatric problems ¿ anxiety") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, robotic total laparoscopic hysterectomy, bilateral salpingectomy, repair of bladder cystotomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, fallopian tube perforation, embedded device, device expulsion, procedural haemorrhage, vaginal infection and anxiety outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, back pain, pain in extremity, dysmenorrhoea, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bladder perforation, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, heavy menstrual bleeding, pain in extremity, pelvic pain, procedural haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the right coil migrated to the uterus; the left coil perforated the tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: right coil had migrated and embedded in my uterine wall. Hysterosalpingogram - in (B)(6) 2013: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: bladder perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s) / the left coil perforated the tube'), embedded device ('right coil was embedded in uterus'), device expulsion ('migration of essure device - uterine wall / right coil migrated to the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia);') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". The patient's medical history included anxiety and tubal ligation. Previously administered products included for heavy bleeding: loestrin from 2007 to (B)(6) 2013. Concomitant products included celecoxib (celexa) and ethinylestradiol;norethisterone acetate (loestrin) since 2007 to (B)(6)2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("pain lower back") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pain in extremity ("coursing pain in thigh") and pelvic pain ("pain pelvic region"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), procedural haemorrhage ("abnormal bleeding during implantation"), vaginal infection ("infection (bladder/urinary tract/vaginal) ¿ upper vaginal"), anxiety ("psychological or psychiatric problems ¿ anxiety") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, procedural haemorrhage, vaginal infection and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, back pain, pain in extremity, dysmenorrhoea, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, device expulsion, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, pain in extremity, pelvic pain, procedural haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the right coil migrated to the uterus; the left coil perforated the tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: right coil had migrated and embedded in my uterine wall. Hysterosalpingogram - in (B)(6) 2013: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Event injury replaced by pain, new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/urinary tract/vaginal) ¿ upper vaginal, anxiety, migration of essure device - from right tube to uterus, perforation (fallopian tube(s)), embedded device, dysmenorrhea(cramping), lower back pain, coursing pain thigh and bleeding during implantation were added. Medical history, concomitant drugs, historical drug and lab data were added. New reporter added. Patient demographic were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.